Event description:
The hospital attorney contacted the covidien legal department to obtain product information related to legal action by the patient against the hospital. Covidien is not named in the legal action. According to the hospital attorney, the patient was allegedly burned from an improperly placed grounding pad (type of pad unknown) during an exploratory laparotomy after a gun shot wound.

Manufacturer narrative:
(B)(4). To date the incident unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.